Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device and system was explanted due to pocket infection. This device is not expected for return. No further adverse patient effects were reported. No further information on this event is available. Should further information be received, an updated report will be provided.